Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery (rca) with heavy calcification, pre-dilatation was performed with a 2.5 x 12 trek dilatation catheter. A 2.5 x 18 rx xience v stent delivery system (sds) was advanced, but could not cross the lesion. Reportedly, during withdrawal the stent dislodged from the balloon and embolized in the proximal rca; however, the physician did not notice the stent dislodgement until additional dilatation was performed and the 2.5 x 18 rx xience v sds was re-advanced into the patient anatomy and was thought to be deployed in the distal rca when it was noted on angiography that the stent was in the proximal rca. Reportedly, there was no resistance felt during withdrawal of the 2.5 x 18 rx xience v sds. There was no attempt made to retrieve the dislodged stent as guide wire access was lost. The physician re-wired and a 2.5 x 23 rx xience v stent was implanted to crush the dislodged 2.5 x 18 rx xience v stent to the vessel wall in the proximal rca. A new 2.5 x 18 rx xience v sds was advanced and implanted in the distal rca to successfully treat the target lesion. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.